Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 640 mg/dl: cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.